Event description:
(B)(4). I had extreme cramping, increased cramping, hair loss, increased migraines, extremely depressed, weight gain, loss of interest in activities, no appetite, metallic taste in my mouth, memory loss.